Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was 500-700 mg/dl. Customer drank water, administered a bolus via the pump, and performed a supply change to address the issue. Customer went to the emergency room and was treated with intravenous fluids of saline and insulin. Customer was discharged the same day with the issue resolved. The customer continued to use the pump for insulin therapy.